Event description:
It was reported that during an sigmoidectomy procedure, there was poor contact of the hand switch. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Info not available, device was not returned for evaluation.